Event description:
This is a report of a patient who passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was unknown. It was unknown if therapy was ongoing at the time of death. It was unknown if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Date of patient death: the patient death was reported to have occurred in 2013. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A device history record review and a service history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.